Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter inside one (1) tube. There was no report of patient or user impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two photos were provided for investigation. After review and analysis of the customer photos, an insect can be seen inside of the tube. Therefore, bd is able to confirm fm-insect based on customer photo analysis. In addition, 30 retention samples were subjected to a visual inspection for foreign matter in the tubes. 0 of 30 retain samples failed. All samples passed the test with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter inside one (1) tube. There was no report of patient or user impact.